Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the patient line had detached from the cartridge. Customer's blood glucose level was 180 mg/dl. The customer understood to change the supplies as the customer was currently on the third day of use.